Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens was cut in half, typical of insertion and removal from the eye. Scratches are observed on the optic portion of the lens. The file indicates the use of a qualified cartridge and handpiece. The file also indicates the use of a non-qualified viscoelastic. The reported lens damage was observed. The root cause for the reported complaint may be related to a failure to follow the instruction for use IFU. The viscoelastic indicated is not qualified for the lens/cartridge combination used. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during an intraocular lens (iol) implant procedure, the scratch/crack appeared on the lens. The iol was explanted in an initial procedure. Additional information has been requested and received stated that the iol was scratched and then he cut it in half and removed it. He implanted the backup lens and said that it was also scratched but he left it in. No further information available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).